Event description:
It was reported that a micro drill medium straight attachment was being used in an oral procedure when it overheated, which resulted in a third degree burn of the lip and inside of the patient's mouth. The patient was immediately seen by a plastic surgeon to care for the burn. The procedure was completed successfully, with no further injuries or adverse consequences to the patient or user.

Manufacturer narrative:
A follow up report will be filed after the devices have been received and the quality investigation has been completed. Devices have not been received by manufacturer for evaluation.

Event description:
It was reported that a micro drill medium straight attachment was being used in an oral procedure when it overheated, which resulted in a third degree burn of the lip and inside of the patient's mouth. The patient was immediately seen by a plastic surgeon to care for the burn. The procedure was completed successfully, with no further injuries or adverse consequences to the patient or user.

Manufacturer narrative:
The failure for heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. The technician determined the device failed due to debris/corrosion affecting the components. Debris may affect the components of the device limiting the rotational properties and causing the symptoms described. The device was scrapped at the manufacturer.